Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after completion of a laparoscope procedure using the high flow insufflation unit the patient had a cerebral hemorrhage. The device was used with a pressure of 6 mmhg. The patient was sent to the intensive care unit (ICU) and the doctors diagnosed him with a higher than normal level of carbon dioxide (co2) remaining in the body. A field service engineer (fse) visited the hospital and was informed by the customer that they suspected the adverse event may have been caused by over insufflation. The patient had symptoms of an enlarged thyroid and had treatment on the right side the previous year. This event occurred when the patient came to treat the left side. It was reported that after the patient was released from the ICU, they received more treatment and were referred to two other hospitals. The most recent symptom for the patient is abnormal memories. It was reported that the patient was waiting for treatment to see if their memory will return to the way it was before.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned, and the reported event was not confirmed. The condition of the device was stable during procedure, and abnormal excessive pressure was not confirmed. Moreover, abnormality was not observed during inspection. Based on the above, it was very unlikely that the device contributed as a factor of health damage, and it was surmised that the phenomenon occurred due to a factor other than the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use (IFU). Specifically, "important information: please read before use" of the IFU describes the intended purpose and application, and it describes that the device should not be used for a purpose other than insufflation of abdominal cavity. Olympus will continue to monitor field performance for this device.